Manufacturer narrative:
The treating therapist reported treating this pt for 30 mins at an energy setting of 10. This exceeds the recommended guidelines provided in our important safety information and instruction manual. The unit involved in this incident has been returned for evaluation, and found to perform within operating specifications. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this kind.

Event description:
Pt is reported to have developed a burn, approx 1cm in diameter, on his right calf following treatment with the anodyne system administered by a health care professional. The pt was treated with antibiotics, and has healed.